Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator early. The device wasexplanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead, (B)(6) 2008. (B)(4). Device not received by manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.